Event description:
The patient presented to the emergency room with considerable weakness in the legs and there was concern the patient was getting too much medication. There had been adjustments made to the programming the day before as well as "revision to the catheter connections". The patient was reported to be stable.